Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for peripheral neuropathy and lumbar radiculopathy reported that since implant the device wasn't working. It was further reported the intensity had to be turned up pretty high, but only gave minimal relief, and there was a loss of therapy. As a result the implantable neurostimulator (ins) was removed, but the leads were left in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.